Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has stopped functioning. Troubleshooting with tandem technical support was performed. The device still turns on when plugged into a power source. Reportedly, customer's blood glucose level may have been impacted. Contact was unable to provide blood glucose level value. Contact stated customer was able to plug the pump into a power source to access the pump and blood glucose levels were stabilized.